Event description:
The event is described as: ball bearing on hinge of device is getting stuck. The blades cannot attach to the handle. It could not be used for pt use. No injury reported.

Manufacturer narrative:
Sample has been returned to manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when completed.